Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation, the monitor failed incoming functionality testing and was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a shorted q13 insulated gate bipolar transistor (igbt) on the defibrillator pca. The root cause for the shorted q13 transistor could not be positively identified. No adverse event resulted from the defective monitor.